Event description:
It was reported that the implant broke when inserting. All pieces were removed. An injury was reported due to an additional hole made to complete the procedure.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the instrument shows no manufacturing abnormalities. The device was returned with a detached implant divided in three parts. The returned mulitfix s-ultra is a single used device and can only be limited functional tested. The big deployment knob cannot be rotated, it is on hard stop. The end cap including the implant hub can be continuously rotated in both directions. No sutures were returned with the device. The complaint was verified but the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use ("IFU") provided with the device associated with set-up and use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Adverse event and/or product problem corrected to adverse event.